Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins battery was dead and they have not used the stimulation in 2 years. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-19. The patient stated that they stopped using their device because it made things worse and it has been dead for two years because they stopped using it. The patient reported having intermittent shocking since (B)(6) 2013 and their therapy does not seem to work as well. The patient reported that their ins was uncomfortable and was irritating when they lost five pounds in (B)(6) 2015 because they had no cushion there so it was painful to wear a belt. The patient tried to charge their ins but was unable to connect beginning the end of 2015. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.